Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02868. During follow-up, there was loss of capture and loss of sensing noted on both right atrial (ra) and right ventricular (rv) leads. Upon further investigation, both the ra and rv lead were noted as dislodged. The ra lead was explanted and replaced while the rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Unable to measure helix extension length due to the distal portion not returned for analysis. The reported events of loss of capture, loss of sensing, and lead dislodgment were not confirmed.

Event description:
Additional information was received indicating diagnostic imaging was performed which confirmed the lead dislodgment.